Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cartridges past recommended use. The customer was also using cold insulin within the cartridge. Tandem technical supported educated the customer that regarding cartridge/insulin use. Customer stated they will load a new cartridge at a later time. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Change your cartridge every 48¿72 hours as recommended by your healthcare provider. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.